Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4 unique identifier (UDI)#: detailed product information was not provided to bsc. Good faith efforts were sent in an attempt to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. The patient reported via social media that they developed pericarditis after an ablation and watchman procedure. The patient reported that they are two (2) weeks post-op and slowly gaining their strength back. No further information was provided.